Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that when closing tx60g device in order to staple the rectal part, the device was closed two snaps and fired when removing device, the staples had not formed and had been pushed through the tissue. The surgeon had to suture by hand to close to complete the case. There was no consequence to the pt.